Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we have received a shipment of faulty needles. We have 10 boxes. We are getting resistance when we put them on our syringes, and try to flush the hub. We have tested several needles and it's the whole shipment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 01-dec-2022 h6: investigation summary it was reported the needles are causing resistance. To aid in the investigation, four hundred fifty-eight samples in sealed packaging blisters were received for evaluation by our quality team. Eighty samples were selected randomly. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-five samples expelled the solution with a normal flow. Five samples did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 305916, lot number 2024137. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2024137 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were clogged. The following information was provided by the initial reporter: we have received a shipment of faulty needles. We have 10 boxes. We are getting resistance when we put them on our syringes, and try to flush the hub. We have tested several needles and it's the whole shipment.